Event description:
The customer reported the generation of erroneously low patient results for multiple chemistries which includes glucose (gluc), creatinine (cre), c-reactive protein (crp), triglyceride (tg), sodium (na), and potassium (k) on their au480 clinical chemistry analyzer. The customer indicated multiple chemistry generated zero (0) value as a result. The customer did not provide patient data or demographics, and the number of patient samples affected is unknown. The customer repeated the patient samples. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and determined that the sample probe transfer assembly was malfunctioning. The fse replaced the sample probe transfer assembly to resolve the issue. The fse also proactively replaced the tubing. The fse performed system verification successfully without issue. The system returned to normal operation. Section e1: initial reporter telephone number is (B)(6). Section h6: component code 4756 is used for the sample probe transfer assembly. The beckman coulter identifier is (B)(4).